Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. A fluoroscopy was performed which did not reveal externalized conductors on the left ventricular lead. The lead exhibited normal electrical function, so the physician would continue to monitor the patient. Review of the fluoroscopies by the adjudication committee detected externalized conductors.

Manufacturer narrative:
Final analysis found that, as received a complete lead was returned in one piece measuring 75.5 cm. Visual inspection of the lead found an internal abrasion that breached the ring electrode lumen at 68.6 cm to 70.6 cm from the connector pin; ring electrode cables were not abraded in this region. A broken ring electrode cable was found at 68.3 cm from the connector pin, consistent with procedure damage. Electrical testing did not find any indication of internal shorts but found the ring electrode conductors to be discontinued due to broken ring electrode cables, which was consistent with procedural damage. The reported event of insulation abrasion was confirmed.

Event description:
New information received notes that the left ventricular lead was explanted during an unrelated procedure.

Manufacturer narrative:
This device is included in the advisory notice issued by st. Jude medical in april 2012 regarding externalized conductors in the silicone "s" section of the quicksite and quickflex left ventricular crt leads models 1056t, 1058t, 1156t, and 1158t.